Event description:
It was reported that a patient underwent an uneventful posterior vaginal repair procedure in 2004. In 2007, the patient experienced dyspareunia. The location of the vaginal pain was at the mucosal posterior wall, two centimeters in a lateral. The patient underwent a trigger point injection with carbocaine on approx five months later, but did not experience much improvement. The surgeon opines that the cause of the dyspareunia is scar tissue. No further treatment is planned.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.